Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The cartridge was changed to try and address the issue; however, the issue persisted. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support attempted to gather additional information; however, no response was received.